Manufacturer narrative:
Investigation summary received one (1) used 011-mc33830 ext set w/4-gang stopcock, 7 clave for inspection. The stopcock connection at the proximal side of the set had been broken from the set. Examination of the break showed cold form damage with one side being higher than the other, typical of a bend break. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An ext set w/4-gang stopcock, 7 clave¿ reportedly had a tubing mismatch on the ramp, with introduction of air through the patient's catheter. The facility's caregivers secured the patient. There were no negative clinical consequences following this event and nobody was hurt. There was an unspecified delay in therapy, the amount of time for device replacement and for redoing the various infusions. The therapy was completed. There was no blood loss considered clinically significant. There was 10 cm of air that entered the tubing as the nurse noticed it. The air bubbles had not been in contact with the patient, but they were within 2 cm of it. An air-removing filter was not used.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.